Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was unpacked for a laser ureteroscopy procedure to be used on the ureter on (B)(6) 2019. According to the complainant, during the preparation, it was noted that a hair was found inside the package. There were no patient complications reported as a result of this event.